Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the device was in backup vvi operation. A device restoration was performed successfully and normal operation of the device was confirmed. There were no adverse consequences to the patient.